Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "right tibia t2 orif. After assembling the nail adapter tibia and the targeting arm tibia, the screw was inserted. After that, I tried to remove it, but it could not be removed." Delay of 4-5 minutes. "At the time of the event, the proximal screw had been inserted, so it was removed from the nail and the distal screw was inserted (radiolucent drill)."

Manufacturer narrative:
The evaluation revealed the targeting arm tibia t2 alpha tibia and the nail adapter tibia t2 alpha tibia to be the primary products; the nail holding screw was not provided. No deviations were found during review of the manufacturing and inspection documents (DHR). Both products returned were documented as faultless prior to distribution. The risk management file review showed that the complained event was addressed adequately; no threshold exceedances found. The event description includes: ¿...after assembling the nail adapter tibia and the targeting arm tibia, the screw was inserted. After that, I tried to remove it, but it could not be removed¿ at the time of the event, the proximal screw had been inserted, so it was removed from the nail and the distal screw was inserted (radiolucent drill).¿ most likely with ¿screw¿ the nail holding screw was meant. The inspection revealed that a sample nail holding screw could be assembled and disassembled easily and within specification, so the reported event was not reproducible. The nail holding screw contains a self-holding clamp that creates a slight resistance. Most likely this resistance caused the event as the user was not familiar with this design feature. If the nail holding screw, used in the surgery, was damaged, this could not be verified. The event was classified as user related (lack of knowledge).

Event description:
As reported: "right tibia t2 orif. After assembling the nail adapter tibia and the targeting arm tibia, the screw was inserted. After that, I tried to remove it, but it could not be removed." Delay of 4-5 minutes. "At the time of the event, the proximal screw had been inserted, so it was removed from the nail and the distal screw was inserted (radiolucent drill)."